Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the down button, circle button, and back button do not respond. They buttons will sometimes activate if they are continuously pressed. The patient's blood glucose at the time of incident was 9.3 mmol/l. During troubleshooting it was mentioned that the keypad anomaly has been occurring for the past four weeks. It was confirmed that the patient uses the device in the pool. The battery was changed and the buttons began to respond again. However, the insulin pump will be returned for analysis since the patient was concerned that the device may over-deliver or under-deliver.

Manufacturer narrative:
The insulin pump passed leak test. The insulin pump received with intermittent buttons. Problem isolated to keypad assembly. The insulin pump received with connector at printed circuit board properly connected. No damage or moisture damage on keypad assembly noted. The insulin pump received with keypad overlay texture damage, cracked select button keypad overlay, serial number label fading, minor scratches on case and minor scratches on lcd window.